Event description:
Overdelivery reported: the pump was programmed on the secondary line to infuse 109.0ml vancomycin (dose unspecified) over an unspecified time frame. It was reported that the pump alarmed "air in line" and when the nurse went in to investigate and resolve the alarm condition. Nurse found the fluid container empty. It was noted that though the bag was empty, the pump's display indicated that the 109.0ml total volume had not completely infused. The specific volume on the display was unknown. Though requested, there was no add'l info available.